Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This report is for unk - 4.5 cortex screws/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Unknown original implant date, device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: blade plate, part # unknown, lot # unknown, quantity (1). The blade plate was removed intact, one 4.5 cortex screw removed intact, and the broken 4.5 screw was removed successfully. The malfunction of this device contributed to the need for revision surgery. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2016 from a synthes blade plate and 4.5 cortex screws to trochanteric fixation nail advance (tfna), due to a non-union, a broken screw, and a backed-out screw. On an unknown date (original implant date), a patient was revised from a stryker recon nail to a synthes blade plate and two (2) 4.5 cortex screws. On an unknown date the patient fell off a bar stool. The patient presented at the doctor's office for a routine follow-up on an unknown date and via x-ray it was discovered one of the 4.5 cortex screws broke, the other 4.5 cortex screw backed out, and there was a non-union. The blade plate was removed intact, one 4.5 cortex screw removed intact, and the broken 4.5 screw was removed successfully. The procedure was completed successfully. There was no surgical delay. This complaint involves two (2) parts. Concomitant devices reported: blade plate (part # unknown, lot # unknown, quantity 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.